Manufacturer narrative:
Follow up requests for additional information have not been successful to date. The reported adverse event is documented in the device directions for use. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn. Because the device remains implanted, no evaluation will be performed.

Event description:
It was reported in 2007, a stenting procedure to treat intracranial atherosclerotic disease in the right intracranial cavernous carotid artery with a device under hde (humanitarian device exemption) designation. "Pre-procedure stenosis was 70%." Pre-dilation with a balloon was performed and the subject device (stent) was placed without incident, "residual stenosis was 20.0%. There were no complications observed during the procedure. Patient was discharged home 5 days post procedure." The site reported that the "...the patient had a stroke in 2006 (date unknown) detected during a follow-up visit. The patient underwent a cerebral angiogram the same month. The cerebral angiogram showed a symptomatic restenosis of 100%. The patient consequently underwent a 'artery bypass'..."